Event description:
It was reported that after an interventional peripheral revascularization procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during device placement, the guide wire would not exit the device from the guide wire exit port. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported guide wire not exiting from the guide wire exit port of the device could not be not confirmed; during analysis of the device a 0.038-inch guide wire was inserted through the guide wire exit port without difficulty. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.